Event description:
It was reported that the catheter broke. A direxion hi-flo infusion catheter was selected for use in a procedure. After the catheter had been used for embolization, it was observed that the catheter was broken at the distal tip. The procedure was completed. There were no patient complications.